Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic after receiving a vibratory alert for high hv lead impedance (hvli) measurements. Upon review of the hvli trend, a possible pocket encapsulation as the cause of the steady rise in can-related hvli measurements. It was suggested to the physician to perform a programmer commanded shock to test the integrity of the lead. No additional plans have been made for the device.